Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No damage inside pump noted during testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was around 160 mg/dl normally. The customer stated that they were calling after receiving a battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.